Event description:
It was reported that they had an MRI about a month or so ago (confirmed april) and ever since that they have been having issues with their controller. Patient described that they will fully charge the implant and then the stimulation will arbitrarily turn off. Patient noted they will start hurting like crazy when this occurs. Patient added that the controller will be fully charged and the implant will be between empty and 30% and the controller battery will fully drain while charging the implant to about 80%. Patient denied any visible damage to the controller port, controller battery compartment pins, battery pack, or stim on/off button; patient denied any rattling noise inside the controller. Patient did not have recharge with them at the time of the call. Due to the nature of issues patient has been experiencing, a request was sent to the repair department for a replacement controller. Previous call into patient services was noted.

Manufacturer narrative:
Product ID: 97745nt, serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 : codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.